Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery - battery depletion-normal.

Event description:
It was reported that the device reached elective replacement indicator (eri) and had longevity of less than two years. It was noted that the device outputs were high and the left ventricular (lv) lead had a high threshold. The device was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.